Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, ¿in a (B)(6) girl with aortic stenosis (as) after bvp [balloon valvuloplasty] with aortic valve insufficiency an aortic pocket with fotofix [photofix] was built. On the first day the bag was torn out and a reconstruction was carried out. After one week, after a repeated rupture, the aortic valve was replaced by a mechanical valve. Cave, the pocket is cut through the suture.¿

Manufacturer narrative:
The manufacturing records for the pfp4x4-g, lot 51111918 were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. No non-conformances or deviations were noted with this lot number. According to the initial report, translated from german, ¿in a 6 year old girl with aortic stenosis (as) after bvp (balloon valvuloplasty) with aortic valve insufficiency an aortic pocket with fotofix [photofix] was built. On the first day the bag was torn out and a reconstruction was carried out. After one week, after a repeated rupture, the aortic valve was replaced by a mechanical valve. Cave, the pocket is cut through the suture.¿ additional information including patient medical history and surgical notes for this initial surgery or the re-operation for this patient are no available for consideration in this complaint evaluation. Per the photographs that were supplied the patch appears to have been used for leaflet repair, but it is unclear where the area of concern was and or if the event was directly related to the patch material, trimming, or implant technique. The IFU (instructions for use) lists valve leaflet repair as a contraindication. All risks identified have been mitigated as far as possible and residual risk is acceptable. Photofix manufacturing process includes 100% visual inspection prior to packaging. The relationship between the reported event and photofix cannot be determined. The surgical procedure is considered off label, as valve leaflet repair is contraindicated. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, ¿in a 6 year old girl with aortic stenosis (as) after bvp [balloon valvuloplasty] with aortic valve insufficiency an aortic pocket with fotofix [photofix] was built. On the first day the bag was torn out and a reconstruction was carried out. After one week, after a repeated rupture, the aortic valve was replaced by a mechanical valve. Cave, the pocket is cut through the suture.¿